Event description:
A customer from (B)(6) notified biomérieux of a misidentification result in association with vitek® 2 gn ID test kit (ref. 21341), lot. # 2410283103. The customer stated that vitek 2 identified a patient isolate as pseudomonas aeruginosa 99% twice. Identification testing performed by another lab with mass spectrometry obtained a result of pseudomonas koreensis. The customer stated there was no delay in reporting results. The incorrect result of pseudomonas aeruginosa was reported to the physician. The customer stated there was no incorrect treatment provided to the patient. There is no indication from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
A customer from (B)(6) had notified biomérieux of a misidentification of pseudomonas koreensis in association with vitek® 2 gn ID test kit. An internal biomérieux investigation was performed using the strain submitted by the customer. The reference method (sequencing 16s) gave an identification of the isolate to the species pseudomonas koreensis / moraviensis. This species is not included in vitek 2 gn knowledge base (kb). There is a limitation on vitek 2 for species not claimed in the kb. Testing of unclaimed species may result in an unidentified result or a misidentification.